Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a robotic hysterectomy procedure, the trocar became melted at the tip. It is unknown when or how the melted tip occurred. A piece of the trocar broke off and fell into the patient. It was retrieved and will be returned with the device. The piece was not identified. A new trocar was used to complete the procedure. There was no patient impact.